Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
Hold for adrian 08.07it was reported that 10 ml bd posiflush¿ normal saline syringe plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: postoperative chemotherapy for patient with breast cancer, using infusion port infusion treatment, after the infusion was completed, the flush 10ml punch tube, stuck during the injection process, could not continue to push the injection when 5ml, replaced the flush and re-flush the tube, successful. Has no effect on the treatment of patients.